Manufacturer narrative:
Medwatch field occupation - the operator of the device was not known. (B)(6).

Event description:
The customer complained of questionable high inr results for multiple patients from multiple coaguchek xs meters. The coaguchek xs meter serial numbers were not provided. This medwatch will cover strip lot 2119360. Refer to the following medwatch with patient identifiers: (B)(6) for information on strip lot 29494711; (B)(6) for information on strip lot 29494312; (B)(6) for information on strip lot 28631911; (B)(6) for information on strip lot 28632312; (B)(6) for information on strip lot 27216511; (B)(6) for information on strip lot 1588302. (B)(6) for information on catalog number 04625315160 on an unknown strip lot. (B)(6) for information on catalog number 04625315160 on an unknown strip lot. Of the data provided, there were discrepant inr results for 46 patients. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.